Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump and blood glucose levels. The customer states they had received failed battery test alarm, battery out limit and had blank display. The customer's blood glucose level at the time of incident was 400mg/dl. The customer treated the highs with the pump. The customer's levels had also been as low as 40mg/dl. The customer treated the lows with juice and food. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No failed battery test, battery out limit or blank display noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a corroded battery cap contact, a corroded battery tube and cracked battery tube threads.